Event description:
It was reported that the customer experienced a blood glucose (bg) level of 410 mg/dl and elevated ketones (amount was not provided) while at camp, and was "feeling sick and threw up". Cause was not known. Reportedly, camp staff called ems (emergency medical services). Paramedics removed pump and transported customer to the hospital. Reportedly, customer was transferred to a "pediatric specialty hospital" and admitted with diabetic ketoacidosis. Additionally, customer experienced a bg of 700s mg/dl; however, it was not clear if customer was using pump at the time. Customer was treated with intravenous insulin and was discharged 4 days later when their "bg stabilized". Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. Contact declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.